Event description:
Per the clinic the patient experienced pain and discomfort due to a dislodged magnet during an MRI (1.5 tesla). It was reported that the clinician did not follow the manufacturer's instructions for use of MRI. The implanted device remains.